Event description:
A pt reported blood results of "36 mg/dl and 151 mg/dl" with a lifescan meter, performed within 10 monites of each other. The meter, test strips, and control solution were replaced.